Event description:
It was reported that the implantable pulse generator (ipg) triggered elective replacement indicator (eri) and there was no battery voltage. The device was reprogrammed and reinterrogated which cleared the eri and the values went back to normal. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 0 5076-45 lead, implanted; (B)(6) 2004. (B)(4).